Manufacturer narrative:
Note: product reference 4430409 is not cleared for sales in the USA, but it is similar to a product reference cleared under # 510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported on this batch of access ports released in december 2022. Investigation results: despite requests, we did not receive the complaint sample nor x-ray pictures for evaluation. Conclusion: without the complaint sample or x-ray pictures, we cannot conclude on the real cause of this incident. This is an isolated incident inside the whole batch, catheter rupture is a known complication of the access port implantation, documented in the IFU, this is a rare incident, no increasing trend is detectable in the complaint database, consequently, no corrective action is envisaged for the moment.

Event description:
Celsite st201f catheter which presents fracture at the distal level. Patient requires catheter removal, which presents fracture at distal level.

Event description:
"Celsite st201f catheter which presents fracture at the distal level. Patient requires catheter removal, which presents fracture at distal level."

Manufacturer narrative:
Note: product reference 4430409 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record batch record file was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the units released in january 2023. Summary of investigation one used celsite st201f access port from batch 37001313 was returned for investigation. The information form and x-rays pictures of the implanted device were not transmitted for investigation. - visual inspection of the returned device: a 20cm long piece of catheter was returned for investigation. It is connected to the access port housing with a connection ring. The device is contaminated by blood and fibrin residues are visible around the connection. Between graduation 4 and 5, the catheter is slightly flattened and a ~2mm longitudinal crack is visible at this level. - dimensional measures: the inner and outer diameters of the catheter were verified and are compliant with the defined specifications. - manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. - raw material historical review: the raw materials used for the catheter batches included in the device kit were verified. They are compliant with the defined specifications. Root cause the observations made on the received device allow to say that the catheter was kinked or pinched inside the patient body, it could be due to: - an acute angle in the catheter trajectory, - the venous route chosen for the implantation, for example in case of an implantation via the subclavian route, the catheter could be crushed in the costo-calvicular space and the repeated squeezing led to crack of the catheter: it is the pinch-off syndrome. Recommendation the IFU specifies: - to ensure that the system works correctly, there should be no kinking of the catheter. - that particular attention should be paid when the catheter is to be implanted via the sub-clavian route. It is recommended that the catheter be inserted outside the costo-clavicular space. Catheter ruptures have been observed with the sub-clavian route, the associated risk of extravasation of the infused drugs and embolisation of the distal extremity may have serious consequences. This is due to rupture of the catheter secondary to the catheter being pinched in the costo-clavicular space (pinch-off syndrome). Conclusion the compliant is not confirmed. The observed crack is not due to manufacturing or quality deviation. It seems to be due to the implantation catheter trajectory (pinched, kinked or strongly angled). Only the review of the x-ray pictures could allow to confirm this hypothesis. It is a rare incident (< 0.01%), no corrective action is envisaged for the moment.